Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that an insect was found inside the sterile packaging of the unit. It was further reported that the scrub nurse disposed of the product.